Manufacturer narrative:
(B)(4). The customer reported that the incident sample had been discarded and is not available for evaluation. The generator that was in use during the procedure has been returned for evaluation. Upon completion of the generator evaluation, a follow-up report will be submitted.

Event description:
The customer reported that during a cesarian procedure the patient was burned on the leg where the grounding pad had been placed. The burn was reported as minimal and treated with silvadene ointment.